Manufacturer narrative:
(B)(4).

Event description:
Procedure type: c-section. According to the reporter: a needle was found in the cavity when x-ray was taken, so re-operation was performed. The customer is requiring to clarify the maker. The needles used in the operation were returned and we saw them. The products: gl126, gl128, cm810, cm812. For the time being, we entry into the cts as a complaint of gl126. No bleeding. No tissue damage. Operating room time extended more than 30 minutes. The needle fell into cavity but retrieved.